Event description:
During a gastric banding procedure the maquet table failed to respond to commands. The pt was transferred to another table and the surgery completed. No injury or adverse effect were reported. (B)(4).

Manufacturer narrative:
A service tech examined the table and traced the problem to a faulty printed circuit board (pcb). Maquet evaluated the pcb and identified the root cause of the table's non-responsiveness, a faulty capacitor. All other components on this board were in proper condition. Maquet believes this to be an isolated event. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).